Manufacturer narrative:
Date of event: estimated date. The device will not be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : predictors of failure of closure in percutaneous evar using the prostar xl percutaneous vascular surgery device.

Event description:
It was reported through a research article identifying prostar xl that may be related to the following: failure to deploy, unsuccessful placement, guide wire entrapment with sutures and failure to achieve hemostasis; which may result in manual compression,surgical intervention, tissue damage, hospitalization, stenosis, pseudoaneurysm, medication and occlusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled "predictors of failure of closure in percutaneous evar using the prostar xl percutaneous vascular surgery device".

Manufacturer narrative:
B3: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, device entrapment and failure to deploy the needles could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, tissue damage, stenosis, occlusion and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment, treatment with medication and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.